Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical devices: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator .

Event description:
The spouse of the patient reported that the patient is in the hospital for a blood clot that started in the leg and moved to the lung, which they do not believe is related to the device or therapy on (B)(6). The healthcare provider (hcp) was doing an ultrasound on the patient's leg and they started feeling burning/discomfort in the brain so the procedure was stopped. A patient programmer (pp) is not available to turn stimulation off, and an inquiry is made as to what they should do if they need these types of scans. Follow up with the hcp is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 3004209178-2017-00605.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that a healthcare professional had spoken to the patient about the event. It was reported that immobility apparently led to the blood clot in the patient¿s leg, which then passed to the lungs. It was reported that the patient is now on daily warfarin therapy. It was reported that during an ultrasound test of the patient¿s lungs, the patient had a one minute episode of burning and discomfort in the head. It was noted that the hospital did not have a programmer to turn the stimulation off. It was reported that the patient has no recurrent symptoms and feels the stimulator is working adequately.